Manufacturer narrative:
Examination was not possible, as the device will not be returned. The investigation could not draw any conclusions about the reported event without the return of the device. Further investigation is not warranted at this time.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an acl procedure the second implant would not fire. No delay, complications or injuries were noted as a result.